Event description:
Journal reference: alterman, et al "sixty hertz pallidal deep brain stimulation for primary torsion dystonia." Neurology, 2007, 69, 7, p681-688. The article describes the results from a retrospective study that involved a series of 15 pts being treated with bilateral or unilateral deep drain stimulation (dbs) for management of symptoms related medically refractory dystonia. Reportable event: two pts experienced hardware related wound infections. Both devices (ipg n=2) were removed and new devices implanted following treatment with IV antibiotics.